Event description:
Report rec'd that pump c stopped infusing without sounding an alarm. The pump was rec'd in the biomedical engineering department with a note that read, "pump c stopped with no alarm". There were no reported adverse pt events while the device was in clinical use. Though requested, no further info was available.